Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va06fgt, implanted: (B)(6) 2013, product type: lead; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported the patient still felt the stimulation but lost therapeutic benefit after using a transcutaneous electrical nerve stimulation (tens) unit. It was stated the patent was able to turn stimulation up higher than normal but was not receiving therapeutic benefit. It was noted the patient was going to meet with their manufacturer representative the week following report. It was stated no power on reset (por) was seen on the patient programmer screen. It was later reported impedance testing came back with all numbers in normal range and no interventions were done or planned yet. It was stated no devices were removed and the patient was doing fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient&#38112;battery depleted more rapidly after an ultrasound. It was determined when the patient was receiving physical therapy.